Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used to treat a bleeding stomach ulcer (male patient, age and weight are unknown). According to the complainant, during the procedure the clip did not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.